Event description:
Olympus was informed that during an unspecified procedure, the teflon pad melted on two devices used in the procedure. The devices were replaced with a third similar device and the intended procedure was completed. There was no patient injury reported. Olympus followed up with the user facility to obtain add'l info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed teflon pad damage. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was found to be severely worn, but no metal was exposed. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.